Event description:
It was reported that a broken needle occurred. The sensor was inserted into the arm on (B)(6) 2023. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken needle occurred on (B)(6) 2023 for wearable with serial number (B)(6). However, applicator was returned for evaluation. An external visual inspection was performed and passed due to needle is present and without damage. The allegation was not confirmed. The probable cause was undetermined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d9: device returned to MFR - additional information d9: date device returned - additional information h2 type of follow up - additional information/ device evaluation h3 device evaluated by mfg- additional information h3: evaluation included - additional information h6: additional information.